Event description:
It was reported that the implantable cardiac monitor (icm) was not sensing bigeminal events, but was able to sense sinus events. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).